Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she's been experiencing a skin irritation. Pt's skin at the insertion site is red and inflamed with a bump where the needle was inserted. Pt adds that fluid was coming out of the needle insertion site with her last sensor insertion. At the time of her f/u call with dexcom technical support, pt reported that she had consulted with her physician and was prescribed antibiotics since her physician believed that insertion site looked infected. Physician has also requested that pt stop using cgm device.